Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead segment was performed. Only the proximal segment of the lead was returned and it was severed 126 mm from the terminal pin. Resistance and pressure tests were not completed, but continuity and electrical tests were performed. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observations by analysis of the lead segment that was returned.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was not oversensed, but could be replicated with isometrics. In addition, the rv lead exhibited high out of range shock impedances that were greater than 125 ohms. The rv lead was surgically abandoned and replaced. The source of the noise and out of range impedances was not confirmed. No additional adverse patient effects were reported.